Event description:
The device was applied during a total gastrectomy procedure. Reportedly, the instrument was difficult to open. The surgeon removed the device by force and resected the damage tissue. Another device was applied on the proximal side to complete the procedure.

Manufacturer narrative:
11/21/96: supplemental report #1 sent to FDA. Device returned to MFR on 10/24/96.